Event description:
It was reported that the rv lead was capped due to increasing impedance in unipolar configuration 1016 ohms (bipolar 1737 ohms) and increasing thresholds. No patient complications were reported as a result of this event.